Event description:
On october 16, 2002, kimberly-clark corporation received a complaint alleging that patient had died as the result of an infection related to toxic shock syndrome. According to the complaint, patient initially experienced flu like symptoms in 2000. Shortly thereafter, pt was hospitalized, and later pt passed away. The patient was allegedly using kotex security tampons.